Event description:
During troubleshooting for a low drain volume alarm, it was reported that the patient line of a homechoice (hc) cassette disconnected from the transfer set while performing automated peritoneal dialysis (apd) therapy. Fluid was expelled from the patient line when the disconnection occurred. The technical service representative (tsr) assisted the home patient (hp) with ending therapy. The hp reported that they continued using the same transfer set with no issues. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.